Manufacturer narrative:
This event is currently still under investigation. A follow up report will be submitted with the investigation conclusions.

Event description:
It was reported that the needle would not retract during the prepping process. A new g31520-echo-19 was opened and used to carry on with the procedure. Additional information provided as follows on 06-dec-16: could you confirm what was the prepping process that was carried out? The needle was removed from the package. The needle was exposed from the sheath. The needle was then retracted fully and locked. The device was then feed down the scope, while in the patient. Sheath adjustments were made. The needle was returned broken, how was the needle broken? The needle was broken after the needle was removed from the scope and patient, while attempting to expose the needle.

Manufacturer narrative:
On evaluation of the returned device, it was noted that the needle was broken. The needle was protruding from the sheath and no stylet was returned. The customer complaint was confirmed as the needle was broken and on customer testimony. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-19 device of lot number c1264688 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial complaint details: it was reported that the needle would not retract during the prepping process. A new g31520-echo-19 was opened and used to carry on with the procedure. Additional information provided as follows on 06-dec-16: could you confirm what was the prepping process that was carried out? The needle was removed from the package. The needle was exposed from the sheath. The needle was then retracted fully and locked. The device was then feed down the scope, while in the patient. Sheath adjustments were made. The needle was returned broken, how was the needle broken? The needle was broken after the needle was removed from the scope and patient, while attempting to expose the needle.